Event description:
The issue was identified during evaluation at bench repair, the device failed to maintain accurate readings for ibp. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips authorized repair facility. The results of the analysis indicate the device failed to maintain accurate readings for invasive blood pressure (ibp). The customer was advised that the pca board would need to be replaced to resolve the issue, but the customer requested the device be returned unrepaired. No further action was taken. The device was returned to the customer unrepaired. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.